Manufacturer narrative:
Correction information: g6: follow up #1 h2:if follow-up, what type? H6: coding changed based on the investigation result (health effect - clinical code, health effect - impact code). Additional information: h4: device manufacture date.

Event description:
The user facility reported a complaint to customer service on 14-jun-2021 for a "brush stuck/broken in channel" that occurred in the united states involving pentax medical video colonoscope, model ec38-i10l, serial number (B)(4). Good faith effort(gfe) emails were sent on 17-jun-2021 and 12-jul-2021 with no additional information provided. The customer owned endoscope was returned for evaluation on 17-jun-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to confirm the customer complaint but documented the following inspection findings on 18-jun-2021: bending rubber glue cracking at insertion tube side, passed wet leak test, bending rubber glue cracking at distal side, passed dry leak test, staycoil holder bracket loose, down angulation decreased, left angulation decreased, right angulation decreased, up angulation decreased. The device underwent repairs including the following components: o-rings and seals, bending rubber, mecha-base plate, rl lock knob retaining nut cover. Instructions for use(IFU), includes the following warning section "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. Model ec38-i10l, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 31-dec-2014. The endoscope was approved by final qc and delivered to the customer on 02-jul-2021 under delivery order (B)(4).

Manufacturer narrative:
Ife import for export. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.